Manufacturer narrative:
The reported observation of the ipg being end of life (eol) was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of the observation. When applying the patient¿s program settings into the longevity estimated tool along with the default program impedances, the calculate longevity would have been 2 years up to 2.5 years +/- .25-year per ¿ 90205144, for device model 6662. The total stimulation on time was 1.62 years or 81% of the minimum estimated longevity, suggesting the device had normal battery depletion at the time of the observation. The program impedance history was not provided and impedance logging was not enabled.

Event description:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported patient lost effective therapy due to ipg was end of life. Surgical intervention took place to explant and replace the ipg. Therapy was restored post-op.